Manufacturer narrative:
Unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked case on display window corners, minor scratched lcd window, broken off reservoir tube lip, and cracked belt clip slot. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during the rewind process. Customer reported that the drive support cap is loose and is sticking out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.